Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had trouble with batteries. Customer's blood glucose level was unknown. Customer stated insulin pump had low battery within 1 week. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.